Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during initial testing, but could not be reproduced during the evaluation. It was determined that the inscribed pin dimension was out of specification. The wide inscribed pin dimension is known to cause false upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
During baxter's device evaluation, the device displayed an "upstream occlusion" alarm when no occlusion was present. There was no patient involvement as this was found during evaluation of the device.